Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the area as red. There was no alleged device malfunction contributing to the irritation. The patient's daughter who is a health care professional recommended soaking the area due to the skin irritation. The patient reported that the irritation is getting better.